Event description:
The hcp reported the "patient's pump is not working." A catheter study confirmed no catheter kinks, tears, or dislodgement. A follow up report will be sent when additional information is received.